Manufacturer narrative:
Successfully downloaded history files and traces using thump. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current test, sleep current test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump 38/43/130/41 noted during testing. However, pump error 130 confirmed in the pump history/trace files on 06-jul-2024 at 20:39:13. Pump was cut open to perform visual inspection and found dried insulin on the motor assembly and force sensor flex connector. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: dried insulin - motor slide, cracked keypad overlay, keypad overlay texture damage, pillowing keypad overlay and broken belt clip rails. Alleged pump error 130 and pump error 52 alarms were not confirmed during testing. E/a alarm unspecified not confirmed. However, pump error 130 confirmed in the history/trace files on 06-jul-2024 due to dried insulin on motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known."

Event description:
It was reported to medtronic minimed that the customer experienced pump error 52 (unknown pump error), pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The event involved product(s) mmt-1884. Trouble shooting was not performed and customer reported receiving a pump error 52 and 130. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.